Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving intrathecal dilaudid 7.5 mg/ml at 4.4096 mg/day and bupivacaine 20.0 mg/ml at 11.759 mg/day. It was reported that the patient presented to the clinic for an injection. During the procedure, the hcp utilized fluoroscopy to view the catheter tip. The catheter tip was observed at t9 left of midline. The catheter was implanted at t6. It was also reported that fluoroscopy on (B)(6) 2017 showed the catheter had ¿migrated to t6.¿ the device diagnosis was catheter dislodgement. No action was taken. The event was unresolved with no further action planned. The event was noted to be related to the device or therapy (intrathecal/spinal portion of the catheter) and unrelated to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.